Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. Additional information was not provided, and the customer declined to further troubleshoot with tandem technical support. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.